Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included norethisterone (jencycla) since (B)(6) 2019 for birth control as well as antibiotics since (B)(6) 2011 and lisinopril. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), mood swings ("hormonal changes/mood swings") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia/heart disorder/condition type: anemia"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/psychiatric problems condition: depression, anxiety"), anxiety ("psych injury/psychiatric problems condition: depression, anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd") and astigmatism ("astigmatism"). In 2012, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced hypertension ("hypertension"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), seizure ("seizures"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspepsia ("gi conditions/ digestion problems"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("nuero condit/problem") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, seizure, menorrhagia, iron deficiency anaemia, dysmenorrhoea, pelvic pain, dyspareunia, abdominal pain, back pain, metrorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection, vaginal discharge, fatigue, dyspepsia, alopecia, tooth disorder, mood swings, headache, nausea, nervous system disorder, weight increased, weight decreased, vaginal haemorrhage, post-traumatic stress disorder, migraine, hypertension and astigmatism outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, astigmatism, back pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hypertension, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, post-traumatic stress disorder, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2011. As per pfs dated (B)(6) 2020 essure confirmation test not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Imaging procedure - on (B)(6) 2011: essure confirmation test(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included norethisterone (jencycla) since (B)(6) 2019 for birth control as well as antibiotics since (B)(6) 2011 and lisinopril. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), mood swings ("hormonal changes/mood swings") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia/heart disorder/condition type: anemia"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/psychiatric problems condition: depression, anxiety"), anxiety ("psych injury/psychiatric problems condition: depression, anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd") and astigmatism ("astigmatism"). In 2012, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced hypertension ("hypertension"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), seizure ("seizures"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspepsia ("gi conditions/ digestion problems"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("nuero condit/problem") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, seizure, heavy menstrual bleeding, iron deficiency anaemia, dysmenorrhoea, pelvic pain, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection, vaginal discharge, fatigue, dyspepsia, alopecia, tooth disorder, mood swings, headache, nausea, nervous system disorder, weight increased, weight decreased, vaginal haemorrhage, post-traumatic stress disorder, migraine, hypertension and astigmatism outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, astigmatism, back pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypertension, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, post-traumatic stress disorder, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011, (B)(6) 2011 as per pfs dated (B)(6) 2020 essure confirmation test not performed trailing coils: right- 5, left- 5-6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Imaging procedure - on (B)(6) 2011: essure confirmation test(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received. Reporters information and reporter causalitywere added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included norethisterone (jencycla) since (B)(6) 2019 for birth control as well as antibiotics since (B)(6) 2011 and lisinopril. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), mood swings ("hormonal changes/mood swings") and migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia/heart disorder/condition type: anemia"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/psychiatric problems condition: depression, anxiety"), anxiety ("psych injury/psychiatric problems condition: depression, anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd") and astigmatism ("astigmatism"). In 2012, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced hypertension ("hypertension"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), seizure ("seizures"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspepsia ("gi conditions/ digestion problems"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("nuero condit/problem") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, seizure, menorrhagia, iron deficiency anaemia, dysmenorrhoea, pelvic pain, dyspareunia, abdominal pain, back pain, metrorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection, vaginal discharge, fatigue, dyspepsia, alopecia, tooth disorder, mood swings, headache, nausea, nervous system disorder, weight increased, weight decreased, vaginal haemorrhage, post-traumatic stress disorder, migraine, hypertension and astigmatism outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, astigmatism, back pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hypertension, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, post-traumatic stress disorder, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2011. As per pfs dated 13-feb-2020 essure confirmation test not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Imaging procedure - on (B)(6) 2011: essure confirmation test(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet and medical record were received. Events per pfs: device breakage, abnormal bleeding (vaginal), ptsd, migraines / headaches, hypertension and astigmatism added. Event psych injury was split into depression and anxiety, gi conditions was updated to digestion problems. Event genital bleeding and menorrhagia were downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.